Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for high pacing lead impedance was received. It was noted that the pacing lead impedance has increased steadily over the past year. Lead was capped and replaced. Patient condition was good.